Event description:
Pt incurred a tear in the stomach from a transesophageal probe being used to monitor pt during heart surgery. It was reported that a gi surgeon was called in to repair the damage to the stomach. Although the transducer caused the tear, no device defects or problems were noted. Both system and probe passed functional and safety tests. There is currently no evidence to support a product failure at this time. The exact cause and extent of the injury is unk and no further details have been provided by the user facility at this time.

Manufacturer narrative:
A device return for evaluation has been requested.